Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced the first episode of device breakage ("left implant broke while inserting") and complication of device insertion ("left implant broke while inserting"). In (B)(6) 2016, the patient experienced the second episode of device breakage ("implant broke during removal") and complication of device removal ("implant broke during removal"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia ("menstrual cycle confused/ continuous bleeding"), hyperhidrosis ("sweating"), abdominal distension ("a bad abdominal swelling") and weight increased ("weight increase (5 kg in 5 months)"). The patient was treated with surgery (removal of implants in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, complication of device insertion, the last episode of device breakage, complication of device removal, menometrorrhagia, hyperhidrosis, abdominal distension and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, complication of device insertion, complication of device removal, hyperhidrosis, menometrorrhagia, weight increased, the first episode of device breakage and the second episode of device breakage with essure. Diagnostic results: (B)(6) 2016: at follow-up visit, symptoms had already started, removal was suggested. Left implant was checked by x-ray because it was wholly in fallopian tube. Hospital records mentioned that just right this left one broke while inserting. The other implant was pulled. X-ray was taken after removal operation. Photographs were provided, showing that the swelling was localized in the abdomen. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 17-apr-2017 for the following meddra preferred terms: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases. Device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation received company causality comment: this spontaneous non-medically confirmed report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain. Five months after insertion the consumer underwent surgery to remove essure, however, during this procedure, one implant broke. On follow-up she reported in addition that the left implant broke while inserting. Lower abdominal pain is serious due to medical importance while the other events are non-serious. All events are anticipated in the reference safety information of essure. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this particular case, the lower abdominal pain started after placement of the coils. Considering the positive temporal relationship and the lack of alternative explanations, a causality cannot be excluded (related). Device breakage may occur during difficult insertions or removals of contraceptive devices. In this case the information received was limited and reported in lay terminology. In particular, it was not specified if the insertion had been difficult, or if there was an association between the abdominal pain and the device breakage at insertion. The type of surgical removal and possible circumstances of breakage were not specified either. Based on the available information, therefore, a causality of essure cannot be excluded (related). Additional events, non-serious, were also reported. This case was regarded as incident because surgical device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information via standard questionnaire could not be obtained at this time.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient started essure. In (B)(6) 2016, the patient experienced the first episode of device breakage ("left implant broke while inserting") and complication of device insertion ("left implant broke while inserting"). In (B)(6) 2016, the patient experienced the second episode of device breakage ("implant broke during removal") and complication of device removal ("implant broke during removal"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("menstrual cycle confused/ continuous bleeding"), hyperhidrosis ("sweating"), swelling ("a bad swelling") and weight increased ("weight increase (5 kg in 5 months)"). The patient was treated with surgery (removal of implants in (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain lower, first episode of device breakage, complication of device insertion, second episode of device breakage, complication of device removal, menorrhagia, hyperhidrosis, swelling and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, the first episode of device breakage, complication of device insertion, the second episode of device breakage, complication of device removal, menorrhagia, hyperhidrosis, swelling and weight increased with essure. Diagnostic results: (B)(6) 2016: at follow-up visit, symptoms had already started, removal was suggested. Left implant was checked by x-ray because it was wholly in fallopian tube. Hospital records mentioned that just right this left one broke while inserting. The other implant was pulled. X-ray was taken after removal operation. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new event left one broke while inserting added. Insertion and removal dates of device were added. On (B)(4) 2017: ptc number added. Company causality comment: this spontaneous non-medically confirmed report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain. Five months after insertion the consumer underwent surgery to remove essure, however, during this procedure, one implant broke. On follow-up she reported in addition that the left implant broke while inserting. Lower abdominal pain is serious due to medical importance while the other events are non-serious. All events are anticipated in the reference safety information of essure. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this particular case, the lower abdominal pain started after placement of the coils. Considering the positive temporal relationship and the lack of alternative explanations, a causality cannot be excluded (related). Device breakage may occur during difficult insertions or removals of contraceptive devices. In this case the information received was limited and reported in lay terminology. In particular, it was not specified if the insertion had been difficult, or if there was an association between the abdominal pain and the device breakage at insertion. The type of surgical removal and possible circumstances of breakage were not specified either. Based on the available information, therefore, a causality of essure cannot be excluded (related). Additional events, non-serious, were also reported. This case was regarded as incident because surgical device removal was required. Further information via standard questionnaire could not be obtained at this time. A product technical analysis is expected.